Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. The tandem pump user guide instructs the user to remove any residual air from the cartridge.

Event description:
It was reported that air bubbles were observed within the canister. Customer primed the tubing to address the issue. Customer¿s blood glucose level was 350 mg/dl.